Event description:
It was reported that there was difficulty interrogating this device system. Technical services (ts) discussed troubleshooting efforts. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts were completed to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.